Manufacturer narrative:
B3: date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe distal end was peeling apart. There were no reports of patient involvement.